Manufacturer narrative:
Liko hill-rom technician found that the customer had wanted to change from a quick release system to a permanently attached sling bar. They completed the work themselves and they forgot to tighten the screw completely.

Event description:
The screw holding the sling bar to the lift fell off. The pt was in the wheelchair when it happened, therefore no injury was reported.